Event description:
Japan alliance registry. It was reported that patient injury following a drug coated balloon procedure occurred. On (B)(6) 2023, the patient was treated using an agent dcb mr 3.00 x 15mm with no issues. On (B)(6) 2024, the patient was referred to the emergency department due to chest pain and heart palpitations. At the time of admission, the patient was experiencing st elevation as well as st depression. The following day on (B)(6) 2024 it was discovered that the target lesion previously treated using the agent device had progressed to narrowing. On (B)(6) 2024, the restenosed target lesion was treated using a synergy stent. The patient was then discharged on (B)(6) 2024.